Event description:
It was reported that there was an intermittent loss of video on the 9800 systems workstations left monitor. Reboot required to continue case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Removed and replaced the video controller pcb. The system was tested and found to be working as intended and placed back into service.